Event description:
It was reported to philips that the system could not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system could not turn on. Upon troubleshooting, the fse checked incoming power and found it was all normal. Then, they checked the m-cabinet gpdu fuse and found that fuse f3 on the front was blown. The fse replaced the fuse, but it kept blowing again. The fse suspected that one of the parts inside the gpdu caused the fuse to blow. To resolve the issue, the fse replaced the gpdu (power distribution unit) power supply board. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome